Event description:
It was reported that the device had a "battery dip." Per the reporter, this was defined as "battery voltage displayed at interrogation can dip much lower than the nightly measurements." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.75v and the daily measurement was 2.97v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.